Event description:
Gastric bypass - "(B)(6) (surgical registrar) used 12 mm fios for umbilicus, two 5 mm and one 12 mm fios as lateral ports. During the case, (B)(6) inserted an endo gia stapler through the 12 mm port and part of the seal came off into the patient. This was retrieved."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.